Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation the right ventricular lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.